Event description:
It was reported that during a da vinci si surgical procedure, the endowrist one vessel sealer was not sealing. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
72- the instrument was returned and evaluated. Failure analysis investigations was not able to replicate the alleged sealing issue. Visual inspection showed no damage to the conductor wires at the distal end. Electrical continuity testing, which is an indicator of sealing functionality, passed. Sealing test was performed on a wet paper towel and passed. Cut test on foam pad passed. A review of the da vinci si system log indicated there were multiple incomplete cut errors. The seal pedal was pressed various times, with pedal duration times ranging from 5-9 seconds. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.